Event description:
Arrive at scene, found pt pulseless and unresponsive. Began CPR and attached AED pads, because pt had a drainage tube on her lower left chest area, AED pad did not have a good seal and AED kept prompting to place pads.